Event description:
It was reported that the patient presented remotely via merlin.net. The right atrial (ra) lead was over-sensing noise and under-sensing. No interventions were reported. The patient was stable.